Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10. A getinge field service engineer provided additional information received from the customer, stating that the customer has given up on repair of the device.

Event description:
N/a

Event description:
It was reported that, before use, when powering on, the cs100 intra-aortic balloon pump (iabp) unit alarmed electrical number 50. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer stated that the customer has not yet decided whether they will repair the unit at this time. Additional information has been requested regarding the repairs, and if provided a supplemental report will be submitted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when powering on, the cs100 intra-aortic balloon pump (iabp) unit alarmed electrical number 50. There was no patient involvement.